Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a significant drop in monitoring voltage over nine months, from 3.12 volts to 2.58 volts currently. The charge time was 8.7 seconds. A boston scientific technical services consultant discussed sending in a device memory disk for analysis. A longevity calculation performed with the device memory data revealed that this device was depleting prematurely. Elective replacement indicator (eri) battery status was expected in less than one year. A high current drain was suspected of causing the faster than expected depletion. Boston scientific recommneded programming on the beep on eri feature, and planning replacement when eri was reached.